Event description:
Customer reported that she has been receiving change sensor and sensor error alerts. Customer stated that on (B)(6) she had bleeding all over the sensors. Customer stated over the last week she has been getting alarms for low glucose from the sensor reading and the blood glucose is higher. Customer stated that with the last sensor; the sensor readings have been far apart from the glucose level. Current blood glucose is 146 mg/dl and sensor glucose reads 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.